Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one maxcore disposable core biopsy instrument. Product packaging and label were returned, and product information was verified with trackwise. The device was received with a needle protector and without a yellow guard attached to the needle. Visual evaluation, the maxcore disposable core biopsy instrument was returned half primed with the top slide pulled back and the bottom slide was in the initial position, leaving the sample notch exposed. No anomalies were noted to the device. Functional testing, to prime the top was pushed into the device and was able to lock into place. The bottom slide was then pushed into the device and was able to lock into the device. The device was fully primed with no issues. The device was further tested by cocking and firing the device 3 times into the chicken breast using each trigger for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were collected with no issue. Therefore, the investigation is unconfirmed for the reported failure to fire as the device was able to prime and fire properly. All 6 samples were obtained with no issues. A definitive root cause for the reported failure fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion) . Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy procedure using the maxcore device. During the procedure, it was reported that the sheath did not fire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy procedure using the maxcore device. During the procedure, it was reported that the sheath did not fire. The procedure was completed using another device. There was no reported patient injury.